Event description:
The patient reported several 071 and 070 alarms despite using three different cartridge lots. Patient reported that the blood glucose levels have been running high, but patient was unable tosay if they were having true occlusions. Patient was able to disconnect, prime, and clear alarms without difficulty. Patient also mentioned continuing difficulty hearing alarms.